Manufacturer narrative:
(B)(4). Attempt to obtain patient information was unsuccessful as the customer declined to provide the information. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported that during a peripheral diagnostic procedure during pullback or recording, the image disappeared. Additional information was provided, the device was inserted into the patient an unknown number of times for a peripheral diagnostic procedure in which the image was lost during pullback or recording. No resistance was experienced, no portions of the device separated or detached and there was no harm to the patient. No damage was observed prior to or after the procedure and all portions of the device were accounted for post procedure. Further information provided, the physician aborted usage of the manufacturers catheter and completed the procedure by using angiography to place a stent during the planned intervention. Post procedure the physician cut the device in half to discard however due to the lost image complaint the device needed to be returned to the manufacturer for analysis. The device was returned to the manufacturer with a cut on the distal shaft. As the device was returned damaged functional testing could not be performed. The device was returned with a split in the proximal shaft distal to the luer and severed microcables and blood within the opening. Per the customer, no damage was observed on the device following removal from the patient. Strain, impact and forces associated with use can affect the integrity of the device. It could not be conclusively determined when the cause of the failure occurred. Per the instructions for use (IFU): precautions: the device is a delicate scientific instrument and should be treated as such; protect the catheter tip from impact and excessive force; do not cut, crease, knot, or otherwise damage the catheter; if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath guide catheter) at the same time. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This event is being submitted as there is a potential for harm if the malfunction were to recur.